Manufacturer narrative:
On jun 5, 2023, additional information was received indicating the patient underwent removal and replacement with non-mentor implants on (B)(6) 2023. On jun 15, 2023, additional information was received indicating the device was discarded post-explantation. A video of the device was returned for evaluation. Video evaluation summary: upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old hispanic/caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 650cc and experienced a breast cyst and implant site fluid collection along with rupture on the left side post-operatively, which was confirmed via MRI/mammogram. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2023. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).